Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was replaced with a bone-anchored hearing aid.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the conductive link. Damages found during device investigation are most likely related to the revision surgery. This goes in line with the inadvertent damage of the conductive link during the attempted revision. This is a final report.

Event description:
The device was replaced with a bone-anchored hearing aid. According to the explantation report the conductor link was exposed and during the attempted revision the conductor link was damaged. The device was still functioning before the attempted revision.